Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed that the device was received via fedex, from galway rpa lab, in a return kit fully submerged in clear 0.2% glutaraldehyde. All leaflets are flexible. With no signs of leaflet damage. All leaflets were in the closed position. All commissures appeared intact. There were no signs of damage. The valve was submerged in a warm (37°c) saline bath. A validated production inspection fixture d00151427-26, evolutr frame fixture 26mm, was used to verify the frame size diameter. The inflow crowns appeared not to touch the inner nor the outer diameter of the black limit. Updated d9 and h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: seven fluoroscopic images of the implant procedure were provided for review. The patient summary was also provided for anatomical review. The reported images clearly show an infolded valve frame. Infolding can be facilitated by a variety of unfavorable factors, including inflow crown overlap during loading, excessive leaflet, annulus and left ventricular outflow tract (lvot) calcification and patient anatomy. If an infold is detected, it should not be attempted to resheath and re-deploy the bioprosthesis. The valve, catheter, loading system, loading tray, and saline all must be replaced with new sterile components. The implant team replaced the system with a new one. The root cause for the infold in this case is likely the severely calcified valve. Adverse events that may be associated with the use of the device include, but may not be limited to, the following: prosthetic valve dysfunction (regurgitation or stenosis) due to fracture; bending (out-of-round configuration) of the valve frame; underexpansion of the valve frame. Updated data: h2 h3 h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the first valve was recaptured two times. The frame expansion issue occurred during the first deployment attempt with the second valve, and the second valve was also recaptured two times. A pre-implant balloon aortic valvuloplasty (bav) was performed prior to the attempted implant of the first and second valve.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012970424); product type: 0195-heart valves; product ID d-evolutfx-2329 (lot: 0012970424); product type: 0195-heart valves; product ID evfxplus-26 (k955019); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implantation of the transcatheter aortic valve evfxplus-26, the valve was not fully expanded. After retrieval and repositioning, underexpansion of the valve was again observed. A second valve was loaded, which also did not fully expand after positioning. A third valve was subsequently loaded and could be implanted without any issues. Pre-dilatation was performed with a vacs 3 balloon (20 mm x 40 mm) prior to valve implantation. Time delays occurred due to repeated loading of valves. The implantation was successful and the patient did not experience any adverse effects as a result of this procedure. No patient complications have been reported as a result of this event.